Event description:
The recipient reportedly experienced swelling at the implant site. The recipient's device was explanted. The recipient will be re-implanted at a later date. The recipient reportedly returned to the surgeon to have a drain removed 2 days after explant.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.